Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. The customer also reported excessive no delivery alarms. He treated his high blood glucose level with 20 units of insulin manual injection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).